Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. A transseptal puncture was performed, and the was was crossed over to the left atrium and a contrast injection in the laa was performed. The 31 mm watchman flx pro laa closure device (wds) was deployed and released with one attempt. The procedure was completed with no issues. Roughly 12 hours post implant, the patient developed a circumferential pericardial effusion. A pericardiocentesis was performed to treat the effusion and the patient made a full recovery.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code e0605 added per surpass data. H6: patient code e0602 added per surpass data.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. A transseptal puncture was performed, and the was crossed over to the left atrium and a contrast injection in the laa was performed. The 31mm watchman flx pro laa closure device (wds) was deployed and released with one attempt. The procedure was completed with no issues. Roughly 12 hours post implant, the patient developed a circumferential pericardial effusion. A pericardiocentesis was performed to treat the effusion and the patient made a full recovery. It was further reported that patient experienced a cardiac arrest and pericardial effusion with tamponade.